Manufacturer narrative:
Section d4: model pcb00 has been added to the list of models involved in the study. In reviewing the serial numbers that were provided, we found that some models which were initially reported as zcb00, are actually model pcb00. MDR numbers of the previous six reports submitted for the literature article: model zct150 serious injury report- manufacturer report number 3012236936-2023-00525. Model zcb00 serious injury report- manufacturer report number 3012236936-2023-00528. Model zct225 serious injury report I-manufacturer report number 3012236936-2023-00529. Model zct150 malfunction report- manufacturer report number 3012236936-2023-00504. Model zcb00 malfunction report- manufacturer report number 3012236936-2023-00505. Model zct225 malfunction report- manufacturer report number 3012236936-2023-00506. This specific event will continue to be reported under this MDR 3012236936-2023-00506. Since product identifiers and affected eyes were provided through follow-up per the guidance given by the FDA MDR policy response line on 5/5/2023 this new manufacturer report number (B)(4) is being submitted. Total number of reportable serious injury events: other-operculated tear- 1; elevated iop requiring treatment - 12; iritis - 3; posterior capsule opacification that affects vision - 24; cystoid macular edema - 6; other- viteral macular traction noted, with mild macular edema - 1. One (1) report of both reportable malfunction and serious injury: posterior capsule opacification that affects vision and rotation. Reported on MDR 3012236936-2023-00506. Section a2: age/date of birth: exact age not provided, standard deviation unit of measure of years: 66.1 (7.96). Section a3: sex/gender: subject gender is unknown, however, study consisted of female 211, male 132. Section a4: patient weight: unknown/not recorded. Section a5: race: subject race is unknown, however, study consisted of american indian or alaska native 1, asian, 3, native hawaiian or other pacific islander 0, black or african american 22, white 311, more than one race 0, unknown or not reported 6. Section a5: ethnicity: subject ethnicity is unknown, however, study consisted of hispanic or latino 22, not hispanic or latino 320, unknown or not reported 1. Section b3: date of event: (B)(6)2022. The date results posted. Section d6a: if implanted; give date: exact date is unknown/not provided. However, subjects were recruited (B)(6)2018 - (B)(6)2019. Section d6b: if explanted; give date: unknown/not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Citation: michna, m. (2018, august 16 - 2022, october 24). Clinical evaluation of a small aperture extended depth of focus intraocular lens. Identifier nct03633695. Https://clinicaltrials.gov/ct2/show/nct03633695. See attached spreadsheet for additional information. Attempts have been made to obtain missing information; however, no other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A literature article titled clinical evaluation of a small aperture extended depth of focus intraocular lens was initially received on 1/17/2023 with potential complications/aes (adverse events) reported. Initial mdrs were submitted for each model, one for the serious injuries and one for reportable malfunctions. See h10 for initial MDR report numbers that were submitted for this literature article. On 4/17/2023, product identifiers with serial numbers (sn) were provided with affected eyes. Therefore, this report is being submitted to report the additional information received in a single filing. The devices are not available to be returned for product evaluation.